Event description:
Pt was a male who was admitted for sob. Upon little exercise, he would experience severe shortness of breath. He would spit up gray phlegm. Bnp was 1239. --troponin. In 2008, had biventricular defibrillator installed - made by medtronic. Pt was found to have diffuse bilateral pulmonary infiltration. Expired in 2009. Dose or amount: 200 mg; frequency: daily; route: po. Diagnosis or reason for use: paroxysmal fibrillation.